Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open ¿ efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3, small left atrium (la), and small left ventricle (lv). A mitraclip nt was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from less than 20 degrees to 70-80 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed from the patient. The procedure was discontinued with no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure.